Event description:
It was reported that lens was removed intraoperatively due to vitreous fluid leak. A vitrectomy was performed and sutures were placed, another model lens was implanted. According to the surgeon, the most likely cause of the event was capsule break. The pt's current prognosis is good. Please reference MDR # 1119279-2014-00010 for the inserter used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.